Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the rca and the other in the 1st diagonal. Approximately 37 months post index procedure, patient expired. Cause of death was cardiac death (dissection of abdominal aorta).

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).